Manufacturer narrative:
A ge service rep performed an on the site investigation. The failure could not be duplicated. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system would not x-ray and had no image on the monitor. No patient injury was reported.